Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer had to disconnect the call, and there was no additional information received regarding the outcome of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.